Event description:
It was later reported that the worsened depression was back to pre-vns baseline levels and is related to external factors, not vns. The dysautonomia is not related to vns. The scheduled explant was intervention for the dysautonomia, not the worsened depression. Confirmation was provided that the patient's device was explanted. It is not available for return since it was discarded in the operating room. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿dysautonomia¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was diagnosed with dysautonomia. It was noted that their depression worsened when the device was on during the study. The patient is scheduled for generator explant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.